Event description:
Additional information was received that the patient underwent an explant due to lack of efficacy in addition to the previously reported vocal cord paralysis.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full explant due to vocal cord paralysis that the physician believes is related to inflammation from vns surgery. The device had not been turned on at the time of explant and the patient was noted to be recovering. The device has been received for product analysis but has not been completed to date. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. Visual analysis showed dried bodily fluids on the helices and the coils are kinked at two places, likely due to the explant procedure. Analysis of the first returned portion showed that tool marks were observed on the connector pin and the cause of the tool marks is unknown. Incisions were made for continuity checks and showed no open circuit conditions and no discontinuities were identified. The lead connector was inserted completely into the generator and no anomalies were seen that could prevent the connector pin from being fully inserted into the generator header. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.